Event description:
A report of a corneal ulcer was received from (B)(6) from an ophthalmologist. The ophthalmologist reported the pt experienced infectious corneal abscess. No cultures performed on the lenses, lens care conduct or cups. It is stated in the report that the infection is related to the pt's lack of hygiene. He wore a contact lens from (B)(6) 2012, of a prescribed seven day wear schedule. The onset of his symptoms occurred (B)(6) 2012. He developed a corneal abscess in his right eye and his visual acuity decreased to 3/10. He experienced moderate discomfort and was prescribed azyter and ciloxan for treatment. Contact lens wear was discontinued from (B)(6) 2012 until (B)(6) 2013. The pt's contact lenses were replaced on (B)(6) 2013. The incident has resolved. The pt has a corneal scar on the right eye. The eye care professional assessed the causality of the incident as contact lens related. No additional follow-up is expected.

Manufacturer narrative:
(B)(4). The complaint sample was not returned for eval. Review of the device history records met all in-process and finished product specifications. The manufacturing review did not indicate the complaint was due to the manufacturing process. Package integrity testing, sterilization and microbial controls confirmed to be within specifications. The root cause could not be determined. (B)(4).